Event description:
It was reported that during a water vapor therapy procedure for a benign prostatic hyperplasia (bph) after four or five treatments, the device stopped and displayed error codes 251 (vapor activation button released (pre-treatment)), 343 (rf power tolerance limit exceeded) and 400 (rf power supply error). This unexpected malfunction impacted the ability to complete the case, so the procedure was aborted in the middle of the surgery. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The incident description in field b5 has been corrected.

Event description:
It was reported that during a procedure for a bph after few treatments, device failed to operate as expected, stopped and displaying error codes 251, 343 and 400 indicating an rf problem. This unexpected malfunction impacted the ability to complete the case, so the procedure was aborted in the middle of the surgery. There was started the injections, but the device stopped after 4 or 5 treatments. There were needed more treatments, and it could not be fully completed. Patient was stable, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.